Event description:
It was reported that the bd micro-fine¿ pro pen needle was short and unable to prime. The following information was provided by the initial reporter, translated from japanese to english: the patient's verbatim report is that she attempted to use the product at home but the needle npe was short and she could not do priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.